Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead repositioning procedure after the lead had dislodged. During the procedure, the lead was not able to hold position. The lead was explanted. Upon further inspection, it was noted that a white plastic tread-like strand was preventing the helix from extending or retracting. The patient was in stable condition throughout.